Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left hip revision approximately 8 years post implantation due to pain, swelling, metallosis, and loss of function. During the procedure, necrotic muscle was noted. The head component of the hip system was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : insufficient information.

Event description:
It was reported that patient underwent left hip revision approximately 8 years post implantation due to pain, swelling, metallosis, and loss of function. During the procedure, necrotic muscle was noted along with a tremendous amount of black corrosion around the neck more taper. The head component of the hip system was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.